Event description:
(B)(4). Hello, following up. I started having a lot of hair loss and test mildly positive for lupus. Had really bad rashes that my ob said it was allergic reaction due to the nickle in essure. I had so much inflammation I also have a cyst on ovary I had to get a hysterectomy on (B)(6) 2014 to remove everything but ovaries.

Event description:
As soon as I got essure I started having severe cramping and pain from there on I have gotten worse with sharp pain in my lower abdomen and lower back that I cant even get out of bed when I ovulate or start my period it gets even worse with excessive bleeding that I cant walk or it gets every where, I have major heat flashes in which I get dizzy and blur vision, night sweat that I must sleep with fan on, I feel burning and stabbing pain in vagina and it makes intercourse very painful, I always feel very nauseas and im very constipated for days and than get really bad diarrhea to the point where I go on my self when im a sleep, my whole body aches first it started with my arms now my legs that I cant walk sometime, I have really itchy skin, my hands and feet get swollen, not ables to loose weight and im so bloated that I keep getting asked if im pregnant (B)(4).